Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The procedure concluded successfully and no endoleaks were seen. On (B)(6) 2007, at the one-month follow-up, a proximal type I endoleak and a distal type I endoleak on the right side were revealed. Aneurysmal diameter measured 90 mm x 86 mm. On (B)(6) 2007, at the three-month follow-up, the endoleaks were persisting. The aneurysmal measured 91 mm x 88 mm. On (B)(6) 2008, at the six-month follow-up, the aneurysm measured 94 mm x 94 mm with the type I endoleaks still remaining. On (B)(6) 2008, the patient was implanted with two aortic extender components proximally and a non-gore stent graft distally to treat the endoleaks. On (B)(6) 2008, at the one-year follow-up, the endoleaks were persisting. The aneurysm measured 90 mm x 95 mm. A wait-and-watch approach was taken to the endoleak and the aneurysm enlargement.

Manufacturer narrative:
The proximal type I endoleak might be due to under-sizing of the stent graft at the proximal side. There was a distal type I endoleak in the right common iliac artery, and it might have been caused by the short distal landing zone. On (B)(6) 2009, an aortic extender component (pxa260300/7005884) was implanted proximally and two iliac extender components (pxl161007/06814327, pxl161007/7002644) were implanted distally in the right leg. The distal type I endoleak was resolved, but a type ii endoleak was revealed. A wait-and-watch approach had taken for the patient¿s condition after the reintervention. A follow-up study in (B)(6) 2014 revealed aneurysm enlargement persisting. Cause of the continuing aneurysm enlargement could not be identified.